Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels. Customer's blood glucose level was 500 mg/dl. Customer advised they pulled out their sites as a result of their job. Customer stated that they cannot get their blood glucose to go low. Customer was disconnected from the line and unable to be reached when called back.